Event description:
Healthcare professional reported deflation. Healthcare professional later reported "patient testing positive for hepatitis b" (not device related). This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.